Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that a valve model 3300tfx27mm, implanted in the aortic position, was explanted after an implant duration of 9 years and 6 months for unknown reasons. A bioprosthetic valve was implanted in replacement. The patient was noted as to be in recovery.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: corrected data: it was initially reported that a valve model 3300tfx27mm, implanted in the aortic position in a patient from canada, was explanted after an implant duration of 9 years and 6 months for unknown reasons. However, through investigation it was learned that the valve was explanted due to endocarditis caused by a pre-op systemic sepsis. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device (common sources of endocarditis include dental, surgical, or endoscopic procedures, IV drug abuse, or recurrent endocarditis). As such, cases greater than 60 days or unknown implant duration are not considered reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported from canada via the implant patient registry that a valve model 3300tfx27mm, implanted in the aortic position, was explanted after an implant duration of nine (9) years and six (6) months due to endocarditis caused by a pre-op systemic sepsis. A bioprosthetic valve was implanted in replacement. The patient was noted as to be doing well in recovery.